Manufacturer narrative:
Medical record review: a patient that underwent multiple orthopedic surgeries for severe pelvic injuries status post motor vehicle accident had a vena cava filter deployed. Approximately two years six months post filter deployment, the patient was scheduled for a filter retrieval procedure. Multiple attempts to retrieve the filter using multiple snare retrieval devices, were unsuccessful as one side of the filter was firmly stacked into the vena cava. The filter remained implanted. The patient tolerated the procedure well. Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two years and six months post filter deployment, during a scheduled retrieval attempt, a combination of a snare retrieval device was used where the hook of the filter was engaged and multiple attempts by pulling hard to disengage the filter from the inferior vena cava were used. A new retrieval device was utilized with a large snare and multiple attempts were made to engage the proximal portion of the filter; however, the filter could not be retrieved and it remains in place. Therefore, based on the provided medical records, the investigation is confirmed for the alleged retrieval difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, the filter was allegedly embedded and could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years and seven months later, through the right internal jugular vein approach, the bard meridian inferior vena cava filter was attempted for removal. The right internal jugular vein was accessed, and a 5-french sheath was inserted over the j-wire. Then a long 0.35 glide wire was advanced from the right jugular vein down the superior vena cava into the inferior vena cava, passing the area of the filter and was exchanged for a stiff wire which was advanced well into the iliac vein. Then over the stiff wire, the 5-french sheath was exchanged for a 9-french sheath which was inserted within an 11-french sheath. Then a diagnostic venogram was performed in the superior vena cava first and then the inferior vena cava which showed patency of both vena cava and patency of the filter. After that a combination of the retrieval device that included the snare was used by which the hook of the filter was engaged. Multiple attempts were made by pulling extremely hard to try to disengage the filter from the inferior vena cava. However, a good portion of the filter was engaged into the 9-french sheath and the 11-french sheath. Almost the hook of the filter was able to be engaged and retrieve the filter into a large sheath, approximately 70% of it. Multiple attempts were made to dislodge the rest of the filter in the lower part of the inferior vena cava and despite that, the hook got disengaged. It became unable to retrieve the filter using that device. Then, using the same sheaths, a new bard retrievable device was utilized which was like a large snare. Again, multiple attempts were made to engage the proximal portion of the filter with the snare, but because one side of the filter was firmly stacked into the inferior vena cava, this could not be done. Finally, the procedure was terminated, and the retrieval attempt became unsuccessful. A final venogram was performed which showed that the filter was still in good position with no evidence of a perforation. After three weeks, a radiological document mentioned about a non-contrast MRI/angiogram study. The study revealed inferior vena cava filter perforation. After one week, a computed tomography angiogram of abdomen was performed for generalized abdominal pain. The study showed that two of the prongs of the inferior vena cava filter extend into the right renal vein. Also, few of the prongs do extend outside the confines of the wall of the inferior vena cava but this was a common appearance post inferior vena cava filter placement. There was no extravasation of the contrast seen from the inferior vena cava. However, it was discussed for a laparotomy to remove the inferior vena cava filter and repair the inferior vena cava if required. After nine months, a computed tomography of chest was performed for chest pain. The study showed that there was an inferior vena cava filter in place. After two years and two months, the patient reported with some internal abdominal discomfort/pain and was unsure as this was related to the filter. Due to this, the patient was eager to have the filter removed. Some previous imaging studies with fluoroscopic x-rays and computed tomography scans, were provided and reviewed. The study showed that an infra renal bard g2 meridian filter complicated by multifocal penetration, deformity and new fracture. Also, there was one fractured filter arm that remains intravascular along the right renal vein confluence and target inferior vena cava diameter was approximately 19-20 mm. There was incidental left common iliac vein compression, and the target vessel diameter was 14 mm. On the next day, through the right internal jugular vein approach, the bard meridian inferior vena cava filter was removed. Initially an inferior venography was performed for documenting the position of filter within the inferior vena cava and to evaluate for intra-filter thrombus. The venography showed the position of the filter at the infra renal inferior vena cava and there was no intra-filter thrombus. The venography also demonstrated that two fractured filter arms: one protruding in the right renal vein and one protruding in the left renal vein. Also, additionally, a component of the filter hook was fractured likely from prior manipulation at outside hospital. After the venography, the procedure began with accessing the right internal jugular vein and then a 5f access sheath was used. An 18 fr outer and 16 fr spectranetics laser retrieval sheath was used. Then the filter was captured, collapsed into the sheath, and removed in its entirety. The filter was captured using three techniques: a realignment technique where an angled guiding catheter was employed and snared to capture the filter hook, a forceps technique to dissect and grasp the filter hook and a laser technique. First, endobronchial forceps were used to remove the free-floating fractured filter arm that was extending into the right renal vein. Next, the apex of the filter was dissected off the wall with endobronchial forceps and once centered, spectranetics laser retrieval sheath had to be utilized on the embedded distal 1/3 aspect of the filter via sequential and repeated traction and outer sheath advancement. Then the 18 fr sheath was advanced over the forceps. Then using a total of 1 pounds, approximately half the filter was enclosed within the wall. Next, a snare was utilized to engage the apex below the broken hook allowing traction on the filter and despite > 6 lbs, the distal legs could not be sheathed. Then the laser sheath was inserted and activated. This allowed filter removal with no more than 2 pounds of force. Next, endobronchial forceps were utilized to engage and remove the remaining fractured arm from the left renal vein. Post-retrieval venography of the inferior vena cava was performed which showed patent inferior vena cava and there was no extravasation. Also, there were findings of mild irregularity from residual scar tissue/small nonocclusive thrombus of the caval wall at l2. Finally, it was a complex filter retrieval with successful removal of a fractured arm from the right renal vein, followed by successful removal of the main filter body using the laser sheath, followed by successful removal of the remaining filter arm from the left renal vein. However, the inferior vena cava filter retrieval was performed with 2 hours of additional procedure time because of the technical difficulty of the procedure resulting from the embedded nature of the filter and its effects on the inferior vena cava, requiring substantial additional physical and mental effort. On the next day, a microscopic diagnosis of the recovered inferior vena cava filter was performed which described that the specimen labeled "inferior vena cava filter and fragments" was received fresh and consists of an inferior vena cava filter (4.7 x 2.5 x 2.0 cm) including eleven attached wires (0.9-4.0 cm in length x <0.1 cm in diameter) and two detached wires (3.2 cm and 2.0 cm in length x < 0.1 cm in diameter). A small amount of red-pink soft tissue (1.1 x 1.0 x 0.1 cm in aggregate) attached to the filter was removed and entirely submitted between sponges in one cassette labeled a1 following formalin fixation. Therefore, the investigation is confirmed for perforation of the inferior vena cava, filter limb detachment, material deformation and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, the filter was allegedly embedded and could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.